Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25154945 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. The harvesting device and cannula was returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. Slight blood was observed on the transected c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was routinely performed according to the currently applicable standard to remove the vena saph. Magna during an acvb operation. Intraoperatively, during normal use of the device, there was a break on the horseshoe-shaped c-hook c-ring), which was used to guide the vein. The defective device was exchanged for a new device and withdrawn from circulation. The patient or employees were not harmed by this. No remnants of the device could be detected in the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was routinely performed according to the currently applicable standard to remove the vena saph. Magna during an acvb operation. Intraoperatively, during normal use of the device, there was a break on the horseshoe-shaped c-hook c-ring), which was used to guide the vein. The defective device was exchanged for a new device and withdrawn from circulation. The patient or employees were not harmed by this. No remnants of the device could be detected in the patient.